Event description:
It was reported that the patient's blood glucose level (bg) was between 121 to 180 mg/dl while wearing the pod between 24 and 36 hours. It was also reported that the patient was on vacation in an unspecified location and was swimming in a pool when she experienced pain at the pod site. Upon realization of the pain, the patient reported that the needle did not retract. No adverse patient impact was reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios omnipod software app version: 1.1.6 operating system: 18.5 hardware: iphone17.3 cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.